Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was starting about a month and a half ago the pts scs device stopped for it was not working. The pt had problems increasing their intensity for it would no increase in power. The pt usually had their therapy set to 3.2 to 3.8 but on group a it was at 0.8 and when they attempt to increase intensity they get settings not available. Pt noted at one point they got the intensity to 1 but now the pain was back and it was like "gang busters." Pt tried other programs but they hit other places and not the pain for group a was set for where the pain was. Group b did surrounding areas but not the spot. Pt verified they had no recent falls or traumas. The patient was redirected to their healthcare provider to further address the issue. A response was received from the patient reporting the cause of their device stopped working and settings not available was unknown, and both them and rep worked together on bring the device back but were unsuccessful. Patient reports their issue has been resolved as they had their stimulator replaced with an abbot implant. They had their replacement (B)(6), 2023